Manufacturer narrative:
The customer has communicated the complaint sample will be returned to greatbatch for investigation. Once the investigation has been completed a supplemental medwatch 3500a form will be submitted. Complaint information provided by (B)(6).

Event description:
It was reported during an unknown patient procedure, the straight reamer handle broke while reaming. The procedure was completed successfully with another device. No adverse events were reported.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation incomplete, (without the teflon sleeve and adaptor coupling). Visual inspection of the device confirmed the handle's adaptor coupling was fractured from the shaft. There were numerous areas of wear observed throughout the surface of the complaint sample. In addition there was significant deformation of the reamer handle base material surrounding the fracture. The deformation observed indicates the malfunction was the result of improper handling in the field and a large stress or force applied to the device. A manufacturing review was performed and there were no discrepancies found. No further investigation is required.